Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions and assistance to reset pump, did not experience recurrence of malfunction after reset, was advised to continue using pump and to call back if malfunction code recurred, and acknowledged understanding of instructions.